Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical services this 49-year-old female peritoneal dialysis (pd) patient was being treated for an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on 28/aug/2023 with severe abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count were taken in the outpatient clinic on (B)(6) 2023; however, culture results were pending at the time of the follow up. Wbc counts in effluent presented with 19,070/mm3 as reported on (B)(6) 2023. The patient was diagnosed with peritonitis due to a break in aseptic technique by touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient uses the phone during pd treatments which possibly contaminated her site. There was no indication the patient was hospitalized for this event and prescribed a one-time dose of vancomycin at 1000 mg and ceftazidime at 1000 mg daily for three days (route of medication assumed to be intraperitoneal). It is presumed the patient is recovering from this event at home. There was no indication in the intake or follow up the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). There was no report of the patient discontinuing pd or the use of her liberty select cycler following this event.